Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patients daughter that approximately 7 years 2 months post implant of this 21mm aortic bioprosthetic valve, it was explanted and replaced due to patient hospitalization. The reason for the replacement is unknown. No additional adverse patient effects were reported.